Event description:
A male patient underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. An icy catheter (lot #unknown) was smoothly inserted into the patient's right femoral vein by a experienced physician. After the ivtm treatment was completed, ultrasound was performed, and a long deep vein thrombosis (dvt) along the vena cava was diagnosed. The patient didn't experience any clinical symptoms of dvt. The icy catheter was already removed when the thrombosis was discovered. After removing the icy catheter, no thrombogenic material was observed on the catheter. The catheter dwell time was 96 hours. The dvt prophylaxis on the patient was heparin-perfusion with 400 ie/h after 25 hours of ivtm therapy. Due to the event of diagnosed thrombus, adjustment of anticoagulation and conservative treatment of thrombosis were performed. The patient is in stable condition.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. The customer discarded the catheter. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined. The patient was in high risk of dvt due to immobility. The patient is in stable condition. Event of dvt was assessed as not serious because based on available information, the patient did not experience clinical symptoms of dvt, dvt was diagnosed by routine ultrasound. Event assessed as possibly related to the zoll catheter due to relevant timing and location of dvt. At the same time, the patient's post cardiac arrest condition and immobility possibly contributed to development of current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). Dvts are common in the general neurosurgical population, as the rates of dvt range from 19 to 50%. The rate of dvt in the patient population receiving ivtm for non-cardiac reasons is 5%. The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high risk patient populations [zoll white paper on dvt]. Dvt is anticipated event and could potentially occur with usage of any catheter. The reported event is probably related to the device and not related to the procedure.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. The customer discarded the catheter. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined. Risk of dvt reported by the customer was immobility due to post resuscitation syndrome. The patient is in stable condition. Event of dvt was assessed as serious because based on available information, treatment was required. Event assessed as probably related to the zoll catheter due to relevant timing and location of dvt. At the same time, the patient's post cardiac arrest condition and immobility possibly contributed in development of current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1.7%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt is anticipated event and could potentially occur with usage of any catheter. The reported event is probably related to the device and not related to the procedure.